Event description:
Gun trigger became stiff due to heavy resistance and on the fourth time to pull the trigger it became loose and stopped working "as per cc form": ercp just for stent for malignancy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement this is when it occurred when the nurse was trying to deploy the stent she felt resistance and dr said continue to deploy for 4th time and that was when it snapped the trigger became very easy to squeeze suddenly with no tension at all. Then realised stent remained partially in the patient and partially in the delivery catheter ie stationary. Then the decision to full remove the stent occurred and this occurred safely. Then used a new biliary stent with no difficulty. 2. What endoscope type and channel size was used? Duodenal scope. 3. What was the position of the elevator? N/a. 4. Details of the wire guide used (diameter, type, make)? Dream tome guide wire. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a. 6. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes. 7. Please advise the anatomical location of the intended target site. Comon bileduct. 8. How long was the stent in the patient by the time this complaint occurred? Less than a minute. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? Yes. 12. What intervention (if any) was required? Another biliary stent was used. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? Yes. 15. If yes, please specify what was observed and where on the device it was observed. When the device had been removed, the zip port had the tear in it. Unfortunately they didn¿t record any photos. Stricture information: n/a. 1. What was the length and diameter of the stricture? 2. Where was the stricture located in the body? 3. Was there resistance felt passing wire guide through stricture? N/a, yes, no. 4. Was there resistance felt passing the evolution through stricture? N/a, yes, no. 5. Was the stricture dilated before stent placement? N/a yes, no. Questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes. 2. Was resistance felt during insertion into patient? Only through deployment handle not through stricture. 3. If yes, at what point? Questions related to during stent placement see above. 1. Did the product fail during stent deployment or recapture? Deployment. 2. If other, please specify. 3. Was the directional button pressed during use? No. 4. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? Yes. 5. Was the yellow marker kept in view during deployment? Yes. 6. Are images of the device or procedure available? No. Questions related to during introducer withdrawal. 1. Are images of the device or procedure available? No. 2. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a, yes, no. 3. If yes, what was used? 4. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes. 5. Was the safety wire fully removed before removing the delivery system? No. 6. Did any part of the product snag/get caught with the stent when removing the delivery system? No. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) 1. What instrument was used for stent repositioning / removal? Forceps, snare, other. 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no. 4. If yes, please when this was felt? Advancement or deployment. 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning.

Manufacturer narrative:
Device evaluation: the 1x evo-fc-10-11-8-b device of lot number c1887085 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: there is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to torturous patient anatomy. As explained in the additional information received from the rep, there was resistance encountered during advancement deployment and the introducer broke where the zip port is. It is possible that during deployment, a tortuous path may have caused a kink in the flexor and continued attempts to deploy may have led to a build-up of pressure at the kink resulting in the flexor breaking. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Summary of investigation: as per the rep/customer testimony, when the nurse was trying to deploy the stent she felt resistance and doctor said to continue to deploy for 4th time and that was when it snapped the trigger became very easy to squeeze suddenly with no tension at all. Then realised stent remained partially in the patient and partially in the delivery catheter i.e stationary. Then the decision to fully remove the stent occurred and this occurred safely. Confirmed quantity of 01 used device. The investigation findings concluded a possible root cause of torturous patient anatomy resulting in a kink in the flexor, and continued attempts to deployment could have resulted in a build-up of pressure resulting in the flexor breaking at the zip port. Complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.